Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of inappropriate shock could not be confirmed in the laboratory. No device anomaly was found. Therefore, the cause of inappropriate therapy remains undetermined.

Event description:
It was reported that pt received inappropriate shock. The device was explanted and replaced.